Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine check, far p-wave oversensing on the ventricular channel and episodes with high amplitude noise were observed. Programming changes were made to resolve issue.